Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The instrument also had damage of the conductor wire¿s insulation. The conductor wire's insulation was nicked at the yaw pulley distal with no exposed internal wire. No missing piece of insulation. The instrument passed electrical continuity test. Additionally, the instrument was found to have thermal damage on bipolar yaw pulley. There was thermal damage at one of the edges on the bipolar yaw pulley. There were scratch marks and abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both sides of the bipolar yaw pulley. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys. There were various scratch marks with light material removed on the main tube. The scratch marks were 0.081¿ - 0.204¿ in length and were not aligned with the tube axis.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the cable of the fenestrated bipolar forceps instrument was torn. The procedure was completed with no delays. No known impact or patient consequence was reported.

Manufacturer narrative:
Correction made to g3 field due to error for date received by MFR. This field was updated to 10/26/2023 based off failure analysis investigation completion date.

Event description:
Refer to h11 for follow-up information.